Event description:
The baxter service technician discovered the problem of under delivery during initial checks. The customer stated that there hasn't been any incidents since the last baxter service event.